Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04561. The patient was implanted with a pns system that included four leads, two model 3163 from lot 3161494 and two model 3166 from lot 3131163. The patient reports she was not receiving effective stimulation and hence she underwent surgical intervention on (B)(6) 2015 where the entire pns system was explanted.